Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "a wire fragment was sheared during the placement of a PICC line. The foreign body was retained in the brachial vein, and the patient received an additional procedure to have a wire fragment removed."